Manufacturer narrative:
Since neither the electronic device logfile nor any additional information was available, the exact root cause for the reported symptom could not be determined. Without the logfile, it was not possible to reconstruct the reported case neither. In general, in case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. Also a significant circuit leak could lead to a restriction of ventilation and oxygenation of the patient. During the power-on self-test of the device as well as during leak tests, internal and external leakages will be detected and alarmed accordingly. During use, based on leakage, fresh gas flow settings and set alarm limits during ventilation several audible and visible alarms would be issued (e.g. Apnea, minute volume low, volume/pinsp not attained). Finally, as no further information is available for investigation, the case in question could not be reconstructed. Thus, it cannot be concluded what might have led to the reported symptom. According to the initial report, the cause of the reported symptom was due to user error. Since the device in question was reportedly tested on-site by two anesthesia techs, no malfunction was found and the device was placed back into service without further problems reported, this cause seems to be likely.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator was not functioning during emergency c-section. The anesthesiologist was bagging the patient and additional meds were given. The patient was manually ventilated for the duration of the case. Beyond the fact that additional meds were given, no patient consequences are known.